Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump touch screen was intermittently unresponsive. Additionally, it was reported that pump battery was intermittently not charging. There was no reported impact on customer's blood glucose. Customer declined a follow up from tandem technical support.